Manufacturer narrative:
(B)(4).

Event description:
It was reported that the cgm app and os are incompatible due to unsupported os on smart device. The allegation was not confirmed. The probable cause could not be determined as the allegation was not found.